Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this annuloplasty ring in the mitral position, venous bleeding from under the clavicle occurred. The injury to the vein was not a direct surgical injury but an indirect tear from opening the sternum wider, or secondary to scarring related to pacing wires in the vein. The veins were sutured and the condition resolved. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.